Event description:
A malfunction alarm occurred with a pump that was still within its warranty period. There was no reported impact on the customer¿s blood glucose level. The customer was directed by customer technical support to switch to multiple daily injections as a backup therapy.